Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not confirm the reported event of ¿front panel flashes.¿ the exact cause of the reported event cannot be determined at this time. The legal manufacturer¿s investigation is ongoing, and if new and relevant information becomes available later, this report will be supplemented.

Event description:
The user facility reported that the front panel flashes due to system failure. No patient involvement and no procedure involved. There was no injury or death reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the front panel issue could not be determined. Olympus will continue to monitor field performance for this device.